Manufacturer narrative:
This report is filed, february 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient is a non-user of the device. The device will be explanted; however, surgery has not occurred as of the date of this report, february 23, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016.